Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in clinic for follow-up on (B)(6) 2020. The patient had low flow alarms and a low speed advisory on (B)(6) 2020. A review of the log file noted pump stops on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the pump was connected to the power module. Technical support recommended that the patient be connected to battery power until further investigation was completed. X-rays showing the entire percutaneous lead were requested. It was reported that the patient's controller was exchanged on (B)(6) 2020 when the log file history showed a pump off alarm. A chest x-ray was done. The patient had a controller cable fault. No additional alarms were noted after the controller exchange. No alarms were noted on battery power or on ac power. A review of the log file noted no unusual events noted following the controller exchange. It was reported that the patient lost consciousness for a few seconds around 12:30 on (B)(6) 2020 with no alarms noted. The account noted the pump off at 14:06 with no alarms heard. A review of the log file noted 1 pump stop and 2 low speed advisories, only appearing to occur while the pump was connected to the power module. Technical support recommended that the patient be kept connected to battery power or an ungrounded cable until further investigation was completed. X-rays were requested. No other unusual events were noted in the log file. The percutaneous lead was not exposed to any trauma. The patient did not gain or lose a significant amount of weight over the past several months. Specific torso movements do not cause alarms. The low flow alarms and low speed advisories have not resolved. The controller will be returned. Tracking information is not currently available.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log files confirmed pump stop events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Additionally, multiple low flow alarms not associated with pump stop events were observed within the submitted log files. Review of the submitted log file confirmed multiple pump stop and low speed events on 30sep2020 and 09oct2020. The observed events occurred while the device was operating on the power module. The log files also showed multiple low flow events when the estimated flow was calculated below the low flow threshold of 2.5 lpm. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history records for the driveline assembly was reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 02oct2017. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. No further information was provided. The manufacturer is closing this event.

Event description:
The account reported again the pump stop and percutaneous driveline fault. The patient was placed on an ungrounded cable and discharged. The patient was asymptomatic. A review of a new log file showed no unusual events.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.